Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure tissue became embedded in the helix of the pacing lead which couldn't be removed. The helix then couldn't be extended. The lead was attempted / not used. No patient complications have been reported as a result of this event.